Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), product type: extension other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 24-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an extension revision/explant on (B)(6) 2016.